Manufacturer narrative:
A2. Reported patient age (80 years) is the mean age for all patients included in the study. A3. Reported patient sex (male) is representative of the majority of patients included in the study. B3. Date of earliest electronic publication is used for the event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Vance, a. Z., graif, a., patel, r., chedrawy, c., chohan, o., garcia, m. J., kimbiris, g., <(>&<)> leung, d. A. (2023). Outcome and technical evolution of type 2 endoleak embolization with ethylene-vinyl-alcohol copolymer. Vascular, 31(1), 10¿17. Https://doi.org/ 10.1177/17085381211053409 medtronic review of the literature article found a retrospective chart and imaging review of consecutive patients who underwent embolization of type 2 endoleaks with onyx (evoh) performed at a single institution between january 2009 and february 2018. 43 patients were enrolled in the study. It is noted that this use is off-label use for onyx. The article reported that no major adverse events were observed. However, it was also noted that 8 patients underwent repeated embolization procedures due to persistent or recurrent type 2 endoleaks noted by enlarging abdominal aortic aneurysm (aaa) sacs or those measuring >6cm in diameter. The article additionally noted that persistent type 2 in 16 cases and recurrent endoleak observed during follow up in 5 cases with no additional treatment or symptoms reported in the article.